Event description:
Customer reported via phone, the insulin pump had alarmed unexpected restart and no delivery. He was changing the battery and the device would count up to six then it would alarm unexpected restart. Customer's blood glucose was unknown. In the alarm history the no delivery alarm was noted. Customer declined troubleshooting. He was advised to call back when alarms occurred to perform proper troubleshooting on the device. Customer will monitor the device and is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.